Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.

Event description:
It was reported there was a loss of live image. No pt injury was reported.